Event description:
A male patient contacted lifecor customer support to report that neither battery pack will cause lights to light when placed in the battery charger. Support sent the patient a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified, but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged charger. The patient received a replacement battery charger.